Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed that there was an increase in power consumption. The health care professional is continuing to monitor the patient both in-clinic and remotely. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.